Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Event description:
It was reported that an unexpected reset occurred. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 117mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.